Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump center button was not working. Customer's blood glucose level was unknown. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated insulin pump was not responding as expected. The insulin pump will be returned for analysis.